Event description:
In 2009 - the pt underwent open repair of recurrent ventral hernia with mesh implant. On the 3rd or 4th post-operative day, the pt presented with an incarcerated, strangulated bowel and required surgery. The surgeon reported the mesh tore from the side to the center which caused the incarcerated, strangulated bowel. A bowel resection and a mesh explant was performed. The surgeon reported the pt may require three more add'l surgeries to correct this.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt's event, and device info davol has received to date. Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report complete to the best of our knowledge.